Event description:
It was reported "per phone call: health professional reported that the safety shield came apart leaving the guidewire/needle exposed. No injury or needle stick." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the safety mechanism detached from the needle was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed a powerglide deployment system that exhibited evidence of use. The catheter and wings had been removed from the needle. The safety mechanism had separated from the needle and was shown on a drape next to the needle. What appeared to be blood residue was observed on the needle and within the safety mechanism. It could not be discerned if the safety mechanism was damaged or if other factors contributed to the reported event. Since the photograph demonstrated the detached safety mechanism, the complaint was confirmed, but the exact cause could not be determined. A review of the manufacturing and quality controls and inspection records showed no evidence that the complaint was caused by the manufacturing process. H3 other text : device evaluation findings are in the manufacturer's note.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached safety was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. Usage residues were evident in/on the guidewire and needle. The catheter had been advanced and was not returned for evaluation. The guidewire was fully advanced. A sharp bend was observed in the needle shaft. The safety cannister was completely detached from the needle shaft and was received loose. Microscopic inspection of the safety revealed a break in the red plastic ring. Following disassembly of the safety, inspection of the break in the ring revealed a partially granular and partially striated fracture surface. Inspection of the clip revealed it to appear well-formed. The safety mechanism detachment appeared to be the result of the broken plastic ring. The glossy region of the break surface suggested that ring damage was initiated by contact with a sharp instrument; however, it could not be determined exactly when/how that damage occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include forceful activation of the safety mechanism and handling of the ring during device assembly. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "per phone call: health professional reported that the safety shield came apart leaving the guidewire/needle exposed. No injury or needle stick." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs1570 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "per phone call: health professional reported that the safety shield came apart leaving the guidewire/needle exposed. No injury or needle stick." No other information was provided.